Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0241426. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this incident, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a hair was observed within the body of the syringe, outside of the fluid pathway. It is possible that this incident resulted from a lost hair within the manufacturing facility or it is also possible that the hair was already present within the raw materials received for production. This hair ended up within the assembly machine and then was subsequently introduced to the product in question. Although high volume manufacturing processes may generate some particulate matter, bd uses stringent preventive measures and environmental controls to keep any particulate matter to extremely low levels. Based on a review of complaints and trends for this product, we believe that this was an isolated incident with an unlikely recurrence. Our quality team will continue to monitor the manufacturing process for this defect and any emerging trends. Investigation conclusion: after analyzing the picture of the affected sample provided to the manufacturing site for evaluation, we could see the reported foreign matter and confirm the reported issue. The hair was lost probably due to a failure to perform any practice of gmp, or neglect, or as part of some raw materials. Finally this foreign matter ended in the assembly machine or in the bulk bag, and that produced the mentioned non-conformance. Despite the fact that any high volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce discardit syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. We concluded that it has been an isolated case with a negligible frequency of occurrence.

Event description:
It was reported that the syringe s2 10ml ns experienced foreign matter in or on device cannula/needle. The following information was provided by the initial reporter: there is a long black hair in the syringe. Medical complications: no. Treatment required: no. Defect occurrence: once.